Event description:
It was reported that the programmer incurred an error when interrogating pacemakers. Recycling power and removing the peripherals did not resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the electrocardiogram (ECG) connector was loose. It was also noted that the power cord bay door was missing, the keyboard case hinges were broken, and the keyboard slide assembly was missing.